Event description:
It was reported that: "through the attorney for the patient as a result of a legal claim, that allegedly the pt received a hip system. It was further alleged that," the pt is experiencing pain and suffering requiring a revision surgery on (B)(6) , 2010."

Manufacturer narrative:
The info on this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Additional f/u info may be obtained by the legal affairs as it becomes available.